Event description:
It was reported that a clear link continue-flo set had a slit in the tubing. The patient was being infused with saline in the CT room. The CT technician identified the leak when they were trying to inject the contract. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Corrected information: the leak was identified when the CT technician was trying to inject an unknown contrast solution. Concomitant medical products: unknown contrast solution. Evaluation summary: the device was received for evaluation. Visual and microscopic inspections were performed. During inspection it was identified that there was a half inch cut in the tubing just above the male luer. The cause of the cut could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.